Event description:
The customer reported to olympus, the evis lucera ultrasound gastrovideoscope had a ultrasonic sound ray missing. There was no report of patient harm associated with this event. During inspection of returned device, the some of the rubber from the probe surface was peeling. This MDR is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
The device was returned to olympus and the customer¿s allegation was confirmed. There was an abnormality in the ultrasound image due to the breakage of the ultrasound probe. In addition to the findings reported, there were holes in the bending section cover, the bending section cover adhesive was cracked, scratches were found on the device, peeling paint on the air/water cylinder and corroded electrical contacts. The bending angle was insufficient and the play of the angle knob was out of specification due to the elongation of the angle wire. Additional information has been requested regarding this event. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if additional information becomes available.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 22 years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be established. The suggested phenomenon was confirmed from the test results - however, a further cause could not be presumed. The instructions for use include the following, and may have prevented the suggested phenomenon: "[instruction manual evis lucera ultrasound gusto video scope olympus gf type uct260] for safety use. Handling and general precautions: note: do not bend the endoscope insertion with strong force. Otherwise, the insertion part may be damaged. Do not apply shock to the tip of the endoscope, especially the ultrasonic probe or the surface of the lens. Ultrasound and endoscopic images may be abnormal. Do not grasp the ultrasonic transducer when holding the insertion part. The ultrasound probe may break, causing the normal ultrasound image to not be visualized. Do not twist or bend the curved part by hand. Otherwise, it may be damaged. Do not strengthen the curved area. Otherwise, the covering member of the curved part may stretch or break, resulting in water leakage. The remote switch of the endoscope cannot be removed from the operating room. Pressing, pulling, or twisting with strong force may damage the switch or cause water leakage." Olympus will continue to monitor field performance for this device.